Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump passed the unexpected restart error test. No unexpected restart alarm noted during testing. However, the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was 217 mg/dl at the time of incident. The customer stated that they were unable to clear the unexpected restart alarm. The customer stated that the insulin pump was exposed to rain. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.